Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a vistec sponge. The customer stated that when the gauze is wet it falls apart. The gauze was being used during a surgical procedure to soak up blood. The hospital staff stated that all the pieces were removed from the pt. There was no further medical intervention to the pt as a result of this incident.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.